Event description:
It was reported that the unit is displaying error message for fiber type does not match card type. The customer confirmed both the fiber and the card were moxy, but the fiber gets stuck in the unit and will not disconnect. The procedure was not completed due to this event. The patient was under monitored anesthesia care (mac) sedation when the procedure was cancelled. After the procedure was cancelled, the medical staff successfully unplugged the fiber from the console and the unit is working as intended. There were no patient complications. This report is being submitted due to the aborted/cancelled procedure.